Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13e17016 and h13f25025 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up medwatch will be submitted. (B)(4).

Event description:
It was reported that the patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The patient had an infected wound around the umbilicus from a prior unrelated surgery which led to the reported event. The patient was hospitalized for the peritonitis and was treated with unspecified antibiotic (dosage, route, and frequency not reported). While in the hospital, the patient had the pd catheter removed and they began hemodialysis. As a result, the pd therapy was discontinued. The patient was hospitalized for a month and ten days prior to being discharged. At the time of this report, the patient was reported to have recovered from the peritonitis. Additional information was requested and was not available at this time. This is report 1 of 3.